Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was placed in the ra appendage with good lead measurements. When trying to fixate the lead, the helix did not extend after 15 turns of the fixation tool. A new tool was tried but after 10 additional turns the helix was only partly extended. The physician tried to advance and withdraw the stylet several times to release the built-up torque and made additional attempts to fixate the lead, without success. This lead was removed and a passive fix model was implanted instead. No adverse patient effects were reported.